Manufacturer narrative:
Age or date of birth, and weight: unknown/ not provided. Implant date (2021 reports): if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date (2021 reports): if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The customer reported that when injecting the intraocular lens (iol) in the patient, the doctor noticed the lens had one of the handles loose from the optic zone. Lens inserted and removed during the same procedure. Lens was fully inserted. No patient injury reported. No other information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Returned to manufacturer on: jan 24, 2023. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received with a haptic detached. Dimensional inspection of the hole (i.e. Depth, diameter, distance, location) and loop angle was performed. All measurements were found as per specifications. The complaint issue "haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, no nonconformity report, documentation or labeling changes, and escalations are required. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed since at the time of this investigation, the product has not been received for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.